Manufacturer narrative:
Based on the current information provided, there is no indication or report that davinci product caused or contributed to the incidents. There is insufficient information on the procedure date and thus a system log was not available to be performed. There is also insufficient information to determine the specific system that the procedure had complication, only da vinci xi system was mentioned in the article without the specific product information. Therefore, the product is reported as a general da vinci xi system. Source: pini r, mongelli f, iaquinandi f, gaffuri p, previsdomini m, cianfarani a, la regina d. Switching from robotic-assisted extended transabdominal preperitoneal (etapp) to totally extraperitoneal (etep) hernia repair for umbilical and epigastric hernias. Sci rep. 2024 jan 20;14(1):1800. Doi: 10.1038/s41598-024-52165-6. Pmid: 38245577; pmcid: pmc10799892.

Event description:
During a review of a clinical article that assessed the safety and effectiveness of the robotic-assisted extended totally extraperitoneal (etep) repair with transabdominal preperitoneal (etapp) repair for umbilical and epigastric hernias, the following post-operative complications were mentioned. 53 patients were included in the study and no intra-operative complications occurred according to the article. Post-operatively, two complications occurred, both in the etep group. One patient had a post-operative bleeding that required a surgical revision without further complications. One patient had a seroma in the hernia site and required a percutaneous aspiration and was confirmed resolved after two months. Both complications were assessed as clavien-dindo grade iii. There was no mention of any device malfunctions that occurred during the robotic-assisted surgeries. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.